Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and loss of capture. It was found from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, lead dislodgement, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies were found.